Event description:
This incident was reported by a facility in (B)(6) china on (B)(6) 2022. The reporter states that while the doctor was preparing to use the powerhead, the extension/spring arm (pn:241063) suddenly fell. Fortunately, the doctor held the powerhead in his hand and didn't let the powerhead fall to the ground causing more damage. There was no patient involvement and the powerhead was held by doctor when it came loose.